Manufacturer narrative:
(B)(4). Concomitant medical products: item#: unknown, unknown, stem, lot#: unknown. Item#: unknown, unknown, head, lot#: unknown. Item#: unknown, unknown, liner, lot#: unknown. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a total hip arthroplasty was performed. It was discovered after the use of a ringloc cup, it was found that the snap ring was bent. No patient harm or injury noted. Additional information was requested however, none was available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device identified circular indentation around the outer radius of the liner. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.